Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) due to hypoglycemia event on (B)(6) 2025. Blood glucose level was 23 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV). The duration of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.